Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a open esophagus resection procedure, there was an anastomotic failure. The patient was treated by endoscopic maneuvers with stents and swobs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.